Manufacturer narrative:
Analysis of programming history.

Event description:
It was discovered that a generator diagnostic test performed on (B)(6) 2013 changed the device settings to unintended settings. The settings were not corrected at the time of event. The settings were confirmed to have changed on (B)(6) 2013. The device settings were corrected on (B)(6) 2013.